Manufacturer narrative:
Reliability engineering evaluated the device and the reported problem was confirmed; the locking sleeve of the motor was sluggish and stiff due to debris and dried detergent in the lock sleeve mechanism. In addition, several of the attachments had dried out o-rings, which likely contributed to the reported problem. This condition may be due to normal wear out over time, but was likely exacerbated by improper or ineffective cleaning and maintenance of the device.

Event description:
Report received from the USA stating that the device was "hard to put on and remove from the motor."the device was being utilized during surgery. It is unk if injury or medical intervention occurred. No additional info was provided.